Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 400 mg/dl. Customer treated with manual injection. She stated that the drive support cap appeared to be normal and recessed. Customer ran a manual prime and stated that insulin did exit the tubing. She found no air in the tubing and no leaks. The settings were all programmed correctly in the insulin pump. She stated that the insulin vial appeared to be normal. Customer was unable to perform the high pressure test at that time. Nothing further was reported.